Event description:
The clinician reported that the tip of the vessel dissector device broke off during a procedure. The tip was retrieved. There was no report of pt injury.

Manufacturer narrative:
One evh vessel dissector was returned to sorin group USA for evaluation. The clinician reported that the tip of the vessel dissector device broke off during a procedure. The tip was retrieved. There was no report of pt injury. Visual inspection of the returned dissector found that the tip was broken off. Further investigation is underway. A f/u report will be filed when add'l info is made available.